Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. As reported, approximately 3 yrs post-op the initial implant of the ltha, the 67 y/o male patient kept dislocating. Patient revised and patient¿s joint deemed stable after reduction. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient¿s condition, which caused the loosening, which caused the dislocations.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36mm +10 offset 12/14 (cat# 142-36-10 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 3 yrs post-op the initial implant of the ltha, the (B)(6) y/o male patient kept dislocating. Patient revised and patient¿s joint deemed stable after reduction. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.